Event description:
A surgeon reports a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports the outcome of event for the pt as "excellent" and that the device did not cause/ contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/27/2008 and 09/10/2008 by phone, fax and mail. A completed questionnaire was received on 09/19/2008.